Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. It was noted the electrode is not likely to be returned as it was believed to have been discarded.

Event description:
It was reported that during an implant of a leadless pacemaker, the electrode had dislodged at some point prior to the procedure. Defibrillation threshold (dft) testing was attempted one the leadless pacemaker was implanted but did not convert the induced arrythmia at 65 joules or 80 joules. The implant was completed and a separate procedure to revise the electrode was scheduled. The electrode remains in service and no revision procedure has occurred to date but was scheduled. Additional information was received that the electrode was explanted and successfully replaced. No additional adverse effects were reported. It was noted the electrode is not likely to be returned as it was believed to have been discarded.

Event description:
It was reported that during an implant of a leadless pacemaker, the electrode had dislodged at some point prior to the procedure. Defibrillation threshold (dft) testing was attempted one the leadless pacemaker was implanted but did not convert the induced arrythmia at 65 joules or 80 joules. The implant was completed and a separate procedure to revise the electrode was scheduled. The electrode remains in service and no revision procedure has occurred to date but was scheduled.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.